Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that, during setup and inspection for use of their evis eus ultrasound bronchofibervideoscope device, that the scope would not register when plugged into the tower; an error message e228 stating that the scope was not recognized appeared. There was no patient involvement.